Event description:
One (1) dental hygienist at this facility reports that she is experiencing redness and itching while wearing our latex examination gloves. She is seeing a dr for the treatment of this dermal irritation.